Manufacturer narrative:
Section b3: date of event: june 2023 (date article published). Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 is to capture device de-centered or dislocated or tilted subluxated or wrong position. Citation: echegaray, j.j.; smiddy, w.e. (2023). Scleral suture fixation of dislocated. Posterior chamber intraocular lens: modification for tapered haptics. Retina 43(6): pp. 1039-1042. Doi: 10.1097/iae.0000000000002900. Attempts were made to obtain the missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: scleral suture fixation of dislocated posterior chamber intraocular lens: modification for tapered haptics a retrospective study was done to present a surgical modification to a previously published technique that allows repositioning and scleral fixation of one-piece acrylic intraocular lenses with tapered haptics. In case 2, it was reported that a 64-year-old man experienced posterior extracapsular dislocation of a one-piece (tecnis multifocal iol), left eye, with posterior capsular rupture. He underwent repositioning using the modified surgical technique of scleral suture fixation of one-piece intraocular lenses with tapered haptics. A copy of the article is provided with this report.